Manufacturer narrative:
Engineering analysis: no sample has been returned therefore an evaluation of the stent delivery system could not be performed. The complaint details provided indicate that the physician was trying to place the icast stent into the celiac artery through an 11fr agilis catheter. On exiting the sheath and while entering the ostium of the celiac artery, the stent became dislodged and slid off the balloon. The approach used was through the femoral artery. The celiac artery was a very tight angle. As the approach was femoral through a fenestrated endograft this adds more complexity to an already admittedly difficult anatomy. No sample has been returned therefore an evaluation of the dimensions of the crimped stent could not be performed. The introducer sheath used in the case was also not returned. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs result: all (B)(4) quality inspection samples passed this final inspection without any non-conforming devices. No stents were dislodged during this testing. Conclusion: the most likely cause of the stent being pushed off the balloon would be accidental contact of the proximal end of the stent with the distal end of the sheath while attempting to pull the stent back into the introducer sheath. Other plausible causes would be catching the edge of the stent on the fenestration of the endograft that was in place. This cannot be confirmed without imaging. The instructions for use specify the following: "do not withdraw the icast covered stent back into the bronchoscope or endotracheal tube once the device is fully introduced." Based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question.

Event description:
The physician was performing a modified fenestration procedure. He was trying to place the stent into the celiac artery through an 11 fr agilis catheter. On exiting the catheter and while entering the ostium of the celiac artery, the stent became dislodged and slid off.

Manufacturer narrative:
On completion of the evaluation a follow up report will be submitted.